Event description:
It was reported by service report that the bed had intermittent power, and the auxiliary power cord had a missing ground prong. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power cord plug with loose power prongs, and missing ground prong.